Event description:
It was reported the system worked for 30 min then error 5 appeared. The customer tried reassembling and still got the error upon testing. The device was replaced and the case completed with no patient consequence.